Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a filter leak when infusing an unspecified medication. The events are occurring in the nicu.

Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. The set was visually inspected and no anomalies were observed. Functional testing confirmed leaking from the top air vent of the filter. The root cause of the leak is a wetted out filter vent membrane.